Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was observed the right ventricular lead had loss of ventricular capture. Further interrogation noted high pacing impedance and high capture threshold. It was also noted the patient fell about one month ago, and the impedance trend report indicated this was around the same time the impedance started to rise. Programming changes were made. The lead was later capped and replaced on (B)(6) 2020. The patient was stable post-procedure, and a device check on (B)(6) 2020 noted normal thresholds.